Event description:
It was reported that when the patient arrived at the hospital for follow-up, the system controller could not be connected to the system monitor. A mobile power unit (mpu) pin was stuck in the controller. The connection between the devices still fitted but it needed an extra pin. It was noted that device connection was always made properly and straightly. The mpu and the controller were changed.

Manufacturer narrative:
Section e1: reporter contact information was not available. Manufacturer's investigation conclusion: the reported event of a broken pin on the patient cable of the mobile power unit (mpu) was confirmed via customer summary photo. The mpu (serial number: (B)(6) was not returned for analysis. However, a customer submitted photo showed a pin was stuck in socket 5 on the white power cable of the system controller. Provided information indicated that the pin came from the mobile power unit (mpu), that log files could not be downloaded due to the damage, and that the device connection was always made correctly. The root cause of the reported event was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.